Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the screen blacked out with e315 due to an immersed scope connector. Additional evaluation findings were as follows: due to a pinhole on the bending section cover or distal sheath, water tightness was lost, the connecting tube had a dent, the bending cover had leakage, and the control section and suction connector were seriously immersed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the bronchovideoscope had a black screen when using an angle. The event was found during reprocessing. There was no delay and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. During the inspection conducted by the olympos investigation team, the customer¿s complaint could not be confirmed. Based on the results of the investigation for error message e315, occurred due that fluid invaded the scope connector, causing damage to the inner printed circuit board. The possible cause of this fluid invasion was damage to the bending section while the device was being handled. Subsequently, fluid invaded from the damaged location. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.